Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that while trying to load the sensor into the serter, they stumbled and bumped the sensor. The customer reported that the needle detached from the sensor. Blood glucose level at the time of the incident was not provided. The customer was advised that the sensor would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The complaint was against serter, customer returned only sensor.